Event description:
A peritoneal dialysis patient's nurse called in and reported drain complications during treatment. The nurse reported that the patient is currently in the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.